Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated up to the 300s (mg/dl) for the past few days. The cause of the elevated bg level was unknown. The customer adjusted basal setting with their healthcare provider and delivered boluses to address bg levels.